Manufacturer narrative:
A complete analysis 3 opened and used enlite sensors. Inspected insertion needles for burrs, hooks and dull needle tip defects and found 1 of 3 sensor needles bent inside sensor. 2 remaining introducer needles passed per specifications. Unable to confirm insertion anomaly due to sensors was separated from sensor for this complaint against enlite insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was broken. Customer reported that the needle detached from the sensor while releasing. The customer also reported that the serter may have been damaged as well. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.